Event description:
A 24mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 55 mm abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 20 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 170 mm. The pt has a history of coronary artery diseate, hypertension, and renal disease. It was reported that the iliac artery was calcified and tight and both hypogastric arteries were occluded prior to the procedure. The right external iliac artery was dissected due to the tightness of the vessel and was patched with a wall stent. Final angiogram demostrated no endoleak and acceptable outcome with exclusion of the aneurysm. No clinical sequelae were reported, and the pt is reported to be fine.